Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. The device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The insulin pump passed delivery accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl and 58 mg/dl. The customer mentioned that they were hospitalized due to non-diabetes related. The customer's blood glucose was 158 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that they believe that the insulin pump was over delivering. The insulin pump was returned for analysis.